Manufacturer narrative:
Based on the information available, no conclusions can be made. The information provided is limited to the journal article. Infection is a known inherent risks of surgery. The adverse reactions section of the instructions-for-use, supplied with the device identifies infection as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is estimated as 01-jan-2011 based on the available information. This MDR represents the sorbafix enhanced. An additional MDR was submitted to represent the ventralight st w/ echo.

Event description:
As reported per journal article (international journal of surgery case reports), between january 2011 to march 2020, 101 patients underwent laparoscopic ventral hernia repair and implanted with either bard/davol combination of ventralight st with echo mesh and sorbafix fixation (58 patients) or non-bard/davol physiomesh/secure strap combination (37 patients) or were converted to an open repair with an unidentified mesh/fixation combination (6 patients). Patients developed seroma (4 patients), hematoma (2 patients) and wound infection (1 patient). As reported, ¿seromas were always treated conservatively and had almost complete resolution in 90 days after surgery¿ in addition to the hematomas and wound infections being treated conservatively.¿ (mesh and fixation combinations not specified). In addition, 2 of the 101 patients underwent reoperations within 30 days of the hernia repair: ¿one case of hemoperitoneum undergoing exploratory laparotomy and one of ileal perforation subjected to resection and anastomosis. Then he developed a septic shock and spent one month in intensive care unit and four with negative pressure wound therapy (discharged on 181 postoperative day).¿ the method and mesh/fixation combinations for these two patients are not indicated in the journal article. In addition, the journal article did not indicate that either the mesh and/or fixation devices were a potential source of the hemoperitoneum or the of ileal perforation. The article also noted 3 out of the 101 patients developed ¿late¿ recurrences and all 3 were related to repairs associated with the non bard/non bd physiomesh/secure strap combination.